Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the main keypad assembly, which resolved the issue. After observing proper device operation through functional and performance, the device was returned to the customer for use.

Event description:
The customer reported to physio-control that they were unable to power on and power off their device on two occasions. There was no report of patient use associated with the reported event.